Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous lesion in a left anterior descending artery (lad). Reportedly a 3.50x15mm trek rx balloon dilatation catheter (bdc) was used for dilatation; however, during advancement the proximal shaft of the hypotube was noted to break into two pieces. The device was simply withdrawn and replaced with a new bdc, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon dilatation catheter (bdc) separated during advancement. Analysis of the returned bdc confirmed the reported material separation. The fracture face of the separation was oval shape, indicating the bdc was subject to force at a kink or bend. The analysis noted bends on the hypotube. Bends on the hypotube would impact its integrity. It is likely that the bdc sustained damage during advancement, such as a kink or bend, contributing to the subsequent separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.